Event description:
The issue involves the phabatchreport.exe application used within the millennium pharmnet system. The issue occurs when the user discontinues a medication from the medication administration record (mar). The discontinued medication continues to appear on the mar. The behavior was observed to occur when an order with a future discontinue action is updated. After being identified as an order that requires a discontinue action (making the future discontinue action effective once the discontinue date and time has passed), the pharmacy shareable (pha_shrorder.exe) fails to update the mar. After the future discontinues action is updated, the order continued to display on the reports as an active medication. Cerner has not been made aware of any adverse patient care events that resulted from this issue.